Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a nonresponsive screen required replacement, and the user was advised to employ backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no hospitalization, and continued use of cgm through the dexcom app or receiver. Investigation included a review of device history and complaint details with instructions provided to shut down the device and to return the original unit, with data not transferring to the replacement. Investigation of this device revealed a device malfunction attributable to a screen or user-interface component issue that prevented normal interaction with the pump. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display or related interface.